Event description:
It was reported in a maude review that during a rotator cuff repair with the arthrex speedbridge, the anchor was put in place and a metal tip was left in the patient. C-arm was called in to assist in removal of the metal tip. The floor was checked. The c-arm showed the metal tip in the patient. Procedure was converted to an open one and tip removed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device could not be requested for evaluation because the facility's name is unknown therefore, the complainant's event cannot be verified. The cause of the event could not be determined from the information available and without device evaluation. Further clarification of the event at this time was not available. This event was discovered in a maude review. An foi request was made with no response as yet. If significant information is received from this request, a follow-up report will be submitted. It is unclear as to why the procedure was converted to an open one and why the metal tip was then removed. These are self punching implants and per the insertion technique, the metal tip is supposed to remain in the patient. Unknown device disposition.